Manufacturer narrative:
Device UDI not provided as this product is no longer manufactured. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. Upon follow-up with the medtronic representative on 02/21/2017, it was reported that he had checked it with maximum magnification and established focus on to the bottom of the divot of the small passive cranial reference frame. Then he looked on to the screen of the navigation system where it showed him the ¿distance to divot¿ of 0.8 mm which is within the needed specs. A distance to divot value of < 1.5 mm is ok. Additionally, he used the head 3 with tumor model and checked accuracy on the surface of the h3wt model. No calibration of the scope was needed because of the mentioned positive observations. Scope accuracy was found to be within the specifications. The software investigation found that a probable cause was unable to be determined without further information. Suspect use error because the scope accuracy was verified.

Event description:
A medtronic representative reported on behalf of the site that, during a cranial resection procedure, they had seen a 5 mm inaccuracy of scope pointer with the navigation system using a zeiss scope. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.